Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The reported issue was confirmed as it was noted that the water temperature of t4 was around 4-6 degree celsius. When set the temperature as 4 degree celsius, the water temperature of t1 was not cool down. The mixing pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not get cold in an arctic sun device. Per follow up information received via email on 14jun2024, repairs would be carried out on site. During the test, it was confirmed that the t4 was cold, but it was not mixed. The mixing pump problem has been confirmed. Mixing pump was scheduled to be replaced.

Event description:
It was reported that the water did not get cold in an arctic sun device. Per follow up information received via email on (B)(6) 2024, repairs would be carried out on site. During the test, it was confirmed that the t4 was cold, but it was not mixed. The mixing pump problem has been confirmed, and repairs would be scheduled after confirming the customer's intention to repair. Mixing pump was scheduled to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not get cold in an arctic sun device. Per follow up information received via email on 14jun2024, repairs would be carried out on site. During the test, it was confirmed that the t4 was cold, but it was not mixed. The mixing pump problem has been confirmed, and repairs would be scheduled after confirming the customer's intention to repair. Mixing pump was scheduled to be replaced.